Event description:
The customer reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, the scope air/water supply was insufficient, and the air/water nozzle was clogged with white foreign material due to insufficient or incorrect reprocessing. It was reported that the event occurred at reprocessing during a gastroscope procedure, and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the scope air/water nozzle was blocked with foreign debris. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that that foreign material was clogged in nozzle since the user¿s reprocessing and handling were partly deviated from instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU. Reprocessing manual : manually cleaning the endoscope and accessories flushing detergent solution into the air/water channel. Olympus will continue to monitor field performance for this device.